Event description:
A peritoneal dialysis patient reported experiencing skin irritation described as small bumps and itchiness after use of the island dressing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).